Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2023 the physician elected to cap and replace the rv lead. There were no patient consequences.